Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump continued to have motor stalls, then would recover then would stall again. The patient experienced withdrawal symptoms such as severe spasticity, hallucinations, and vomiting. The pump was explanted and replaced on (B)(6) 2017. The event date was stated was (B)(6) 2017. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was stated as the logs were read when the patient showed signs of withdrawal. The interventions/actions that were taken to resolve the issue were the pump was replaced. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-04-03. The pre-operative pump logs indicate that the pump was programmed to infuse baclofen[2000.0 mcg/ml] at 96.2 mcg/day. The logs show a motor stall occurred on (B)(6) 2017 at 13:34, followed by a "stopped pump period may exceed tube set message" on (B)(6) 2017 at 13:34. A motor stall recovery occurred on (B)(6) 2017 at 06:22. The pump was explanted and replaced. The post-operative settings indicated that the replacement pump was programmed to infuse baclofen [2000.0 mcg/ml] at 200.1 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.